Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned device did not confirm an issue that would have contributed to the reported insufficient gas exchange. The eurosets amg pmp oxygenator, lot number 5836706, was returned to abbott and an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage to the external housing, ports, or fibers. No blood was observed within the top or bottom orange housing. The oxygenator was forwarded to the external manufacturer eurosets for technical analysis. Following washing and sterilization, a functional test was performed using bovine blood with parameters compliant to international standards. The oxygen (o2) and carbon dioxide (co2) gas transfer performance across the oxygenator measured during the test was within the technical specifications. The manufacturer determined that the oxygenator was compliant with the product specifications and the reported event could not be correlated to a device-related issue. The production documentation for amg pmp oxygenator, lot number 5836706, was reviewed by the external manufacturer and showed that all tests from the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU) is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary. Under the section titled "bypass start", the IFU contains a subsection on blood gas monitoring and explains how to adjust the relevant parameters based on the patient's blood gas values. Under the section titled "oxygenator replacement", this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine that the safety of the patient may be compromised, (insufficient oxygenator performance, leaks, abnormal blood parameters etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was on support with amg and from the beginning of support gas exchange was not sufficient. They were achieving post oxygenator po2 of 54 and systemic pao2 was 35. The customer switched to alternative device and desired gas exchange was achieved.